Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was abandoned due to an unknown reason. A transvenous system was implanted and remains in service. Additional information is being request from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.